Event description:
It was reported the unit was not heating and was giving a message that there was no fluid in the reservoir. No patient injury or complications were reported in relation to this event.